Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event, the patient was feeling fine and then experienced sudden confusion, tiredness and then lost consciousness for half an hour. At that point the cgm reading was 127 mg/dl. One of his workmates called an ambulance. The paramedics treated the patient with dextrose 50 (IV) and took the measurements, the cgm reading was 70 mg/dl and the first bg was 40 mg/dl and the second bg was 59 mg/dl. The patient was taken to the hospital to get cleared for workplace protocol and there was no treatment administered. The patient was discharged after 1 hour. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR additional information and a correction are required.